Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated by the mother that, the customer passed away in an automobile accident. The customer was wearing the insulin pump at the time of death, but it was unknown whether or not the customer was experiencing high or low blood glucose levels at the time. It was stated that the customer was speeding prior to the accident. The insulin pump will not be returned for analysis as it was never recovered in the wreckage. Nothing further was reported.